Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter would not charge. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the issue first occurred on an unknown date around ¿2 weeks¿ prior to the alert date of (B)(6) 2016. The patient informed the csr that they do not take any medication in order to manage their diabetes and had made no changes to their usual diabetes management regimen as a result of the alleged product issue. The patient stated that 6-7 hours later they developed the symptoms of ¿swelling legs, light-headedness and drowsiness¿. In response to these symptoms, 12 hours after the alleged product issue occurred, the patient received advice from their doctor. The advice provided was to make ¿modifications¿ to their diet. No further medical treatment was provided at this time, however the patient went back to their doctor¿s office 2 days later and had their blood glucose measured on the doctor¿s device with a result of ¿16.9mmol/l¿ being obtained. At the time of troubleshooting the csr noted that the meter would not turn on. The patient was not using the product for the first time and there was no misuse of the product. The patient¿s products were requested for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did he receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.